Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a derailed pitch cable at the instrument's wrist. The instrument's motion was limited since the pitch up and down movement were not intuitive. The instrument also had a frayed grip cable. The frayed cable segments were sticking out at the instrument's wrist. The idler pulley did not show visible damage. Additional observation not reported by the customer was insulation damage on the distal end of the main tube. There was also indication that material was missing and the main tube's surface appeared to be scraped off. Evidence not conclusive but main tube damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility identified broken wires at the top of the small grasping retractor instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.